Event description:
Facility reported that there was as a blood leak on a caused dialyzer (# of reuse not made available). Ebl was reported as 300 cc, as extracorporeal system was discarded. There were no adverse effects to pt. Sample discarded.